Event description:
It was reported, the patient was receiving inadequate coverage due to the location of the lead. As a result, the lead was relocated on (B)(6) 2014. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.